Event description:
A red cell collection was just finished and the needle was removed. It was noticed that the donor had a reddish area at the venipuncture site. Similar areas began to appear elsewhere on the donor. The donor was perspiring and felt clammy. Their breathing became shallow. The donor was then taken to the hospital emergency room where they were given benadryl (dose and route unknown). The center contact stated the donor returned from the emergency room within 2 hours and the reaction had cleared. The donor indicated that the hospital informed them that the reaction was probably acd-related.